Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1: device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: a review of the pump¿s black box data history showed unexplained pump reboot events. During visual inspection of the pump, it was observed that the battery compartment was cracked. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The test battery cap was able to attach to the pump and was used to complete the 24 hour duration test. The pump¿s ¿ez-prime¿ steps were performed correctly and there were no power issues. The investigation was unable to duplicate the initial ¿power¿ complaint. No evidence of moisture was observed behind the display screen so that part of the initial complaint was also not duplicated. The pump¿s cover was removed and there was moisture corrosion found to the continuous glucose monitoring module and to the printed circuit board. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(4).